Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas on (B)(6) 2012 alleging that the pump would not power on after the battery had been replaced. The reporter claimed the power issue occurred within 1 hour of contacting animas. At the time of troubleshooting, the reporter claimed that the pump gave a low battery alarm just before the patient was going to bolus. In response to the alarm, the pump's battery was replaced. After the pump's battery was replaced, the patient's mother reported that the pump initially froze and then "blacked out." At the time of the call, the patient's mother confirmed the battery cap was able to tighten securely to the pump. She also confirmed seeing "a bit" of moisture on the upper right hand corner of screen. Prior to the power issue, the patient's mother mentioned that the patient had been swimming in a lake earlier that day. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powers on to the verification screen with functional auditory and vibratory features. Investigators were unable to move past the verify screen due to unresponsive keypad buttons. Evaluation revealed a display lens leak and moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.